Manufacturer narrative:
Eval code-result previously submitted was entered in error and does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17qye, implanted: (B)(6) 2016, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) gastrointestinal/pelvic floor therapy. It was reported the device was no longer working for patient after losing 125 pounds. Symptoms of incontinence returned. Weight loss was the only change noted. Impedance check showed intact lead and battery life was 44 to 54 months. Alternative programs were tried but without relief and the lead was replaced. On 2019-jul-23 additional information was received from the doctor via the rep: no issue was noted with the lead before or after it was replaced. The ins was replaced per patient and doctor request. The weight loss was not attributed to the device. No further complications were reported or are anticipated.